Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump button not responding. The customer's blood glucose value was 8.0 mmol/l. Customer states drive support cap appears to be normal. Customer reports no visible damage on insulin pump. Customer not able to continue to use buttons not responding. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive esc and act buttons due to unlocked lcd keypad connector..